Manufacturer narrative:
D10: 350-22-01 - tibial insert fb sz 1 rt 6mm - (B)(6), 350-10-02 - ankle sz 2 locking clip - (B)(6), 350-04-01 - flat cut talus sz 1 r - (B)(6), 350-12-02 - tibial plate fb sz 2 rt - (B)(6), 351-91-03 - recip sawblade 8x50x1mm - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total ankle replacement on the right side. Approximately 21 months post initial procedure, bony overgrowth in the medial and lateral ankle gutters was first noted on x-ray, raising concern for impingement. Revision surgery addressed this by removing excess bone and scar tissue, restoring joint motion. A new polyethylene insert was placed, and no impingement remained postoperatively. No other information is available.